Manufacturer narrative:
Not returned.

Event description:
It was reported that an asymptomatic patient presented in clinic for scheduled follow-up. Longevity estimate displayed 4.3 years with a battery voltage of 2.57v. It was noted that this was an anomalous longevity estimate. The patient was stable before, during and after the device interrogation and will continued to be monitored.